Event description:
A patient reports communication and charging problems between the implant and external equipment. A boston scientific representative determined that the ipg is no longer functioning. It has been recommended that the ipg be replaced.